Manufacturer narrative:
The field service engineer (fse) evaluated the device and replaced the speaker assembly. The speaker assembly was received and evaluated. The reported condition was verified. The root cause was the electrical open in the speaker. Attempts have been made to get additional information regarding the clinical use at the time of the event but no response from the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator primary alarm failed during clinical use. The customer reported the device was in clinical use at the time of the event. No report of patient harm or injury as a result of the event.